Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2016-03924. Reference MFR. Report: 1627487-2016-03925. It was reported the patient's right lead had pulled out of the header. Reprogramming was ineffective in resolving the issue. The patient was given an injection. The physician plans to re-trial or revise the system at a later date.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2016-03924. Reference MFR. Report: 1627487-2016-03925. Follow-up revealed the patient's scs system was explanted and replaced with a competitor's device on an unknown date.